Event description:
During an egd procedure the physician used a quick silver bipolar coagulation probe to cauterize a bleeding ulcer. The probe was advanced through the accessory channel of the endoscope. When the bipolar probe exited the end of the endoscope the ceramic tip detached in the pt's stomach. The probe was removed from the endoscope and a snare was used to extract the detached tip from the pt's stomach. Post-procedure the pt's condition was reported to be good.